Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech replaced the side rail release arm, latch cover and spring to resolve the issue.